Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2011 and a mesh was implanted into the patient. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. It was also referenced that on (B)(6) 2010 the patient underwent a surgical procedure and an align to was implanted into the patient by (B)(6), m.d.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent endometrial, hysterectomy ablation, urinary incontinence repair nec repair bladder defect, hysteroscopy endometrial ablation urethropexy, and cystoscopy due to sui and menorrhagia. It was reported that patient underwent excision of sharp edges of mesh with a new implant on (B)(6) 2011. It was reported that patient underwent revision/removal of mesh on may 2011 due to erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.